Event description:
Non-penetration of skin by insulin delivery catheter (patch overlying right buttock) with subsequent development of diabetic ketoacidosis. Over preceding week before his death, the decedent felt flu-like symptoms. No indication as to whether he checked his glucose levels, or if the alarm on the insulin pump ever went off. Last seen alive the day before and found by roommate. The pump had some battery life left. Pending interrogation of pump which currently the sheriff's dept holds in custody. Plastic catheter did not enter skin but was bent 90 degrees, lying flat against skin surface. Diagnosis or reason for use: insulin pump for constant delivery of low dose insulin.